Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2, -10.00/1.5/094 (sphere/cylinder/axis), implantable collamer lens was being implanted into the patient's left eye (os) on (B)(6) 2020. Reportedly, the lens was stopped at the incision. There was patient contact (lens touched the eye) with no patient injury. When removing the lens the surgeon "was not careful and found that the hapitc was torn and could not be implanted." A smaller length back-up lens was implanted during the initial surgery. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found the haptic torn. (B)(4).